Event description:
Analysis was completed for the generator 06/30/2016. Review of the downloaded data from the generator shows an indication of increased impedance; the pre-change value was 0 ohms, and the post-change value was 8548 ohms on (B)(6) 2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was 2.969 volts as measured and shows an intensified follow-up indicator=no condition. The downloaded data revealed that 2.111% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead 07/01/2016. Abraded openings were noted on the outer silicone tubing. The reported high impedance and lead break were not verified within the returned lead portion. Note that since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Follow-up from the company representative revealed the patient's seizures had become worse over the years, and that the previously implanted generator was depleted when the currently treating physician began to see the patient.

Event description:
The patient had full revision surgery on (B)(6) 2016. The explanted lead and replacement generator were received for analysis on 05/31/2016, which is underway, but has not been completed to-date. The previously implanted generator was discarded by the explant facility.

Event description:
It was reported that a vns patient's device showed high lead impedance during a generator replacement surgery due to eos. The high impedance was confirmed on 2 subsequent tests on the replacement generator. The patient was scheduled for full revision of the device. Follow-up to the company representative revealed that the diagnostics testing was performed on the replacement generator as the implanted generator was completely depleted. The diagnostics were performed 4 times and was disconnected and reconnected before each test. The new generator was left implanted in the patient. No known surgery has occurred to-date. Additional relevant information has not been received to-date.